Event description:
It was reported to baxter (B)(4) that an intermate lv 250 device was found to be leaking during an attempt to fill the device. Therefore, the sterile fluid pathway was breached. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). According to the customer, the device is not available to be returned to baxter for evaluation. Therefore, the reported condition of a leak cannot be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.